Manufacturer narrative:
E1: initial reporter city: (B)(6) investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation, fibrin and oil gel globules were observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no gel issue or additive abnormality was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation, fibrin and oil gel globules. Bd was not able to identify a root cause for the indicated failure mode, however, it is understood that patient conditions, tube storage and processing conditions, and centrifugation settings, can impact on the quality of the serum. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer observed sample quality issues causing frequent s1 probe alarms on (10) tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had received 4 photos for investigation. The photos were reviewed and the indicated failure modes of fibrin, poor barrier separation and oil gel globules were observed. Additionally, 100 retention samples of the incident lot were selected from bd inventory for visual observation evaluation and upon completion, the indicated failure modes of fibrin, poor barrier separation and oil gel globules were not observed. Complaints for sample quality for the month of august 2024 were outside of statistical control therefore factors that may contribute to fibrin, poor barrier separation and oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode, fibrin, because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples of lot 3313025 showed a degree of the defect. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, poor barrier separation and oil gel globules, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All other visual observations of both retain and control samples tested demonstrated clinically acceptable performance. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode fibrin, poor barrier separation and oil gel globules. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer observed sample quality issues causing frequent s1 probe alarms on (10) tubes. No patient impact reported.